Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a procedure while using a forceps, a plastic substance was noticed coming out of the extended working channel. The physician was able to complete the super dimension portion of the case. There is no patient injury.